Event description:
It was reported during a spinal surgery, the physician found the screw slipped and removed it intra-operatively. There were no patient complications reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: product analysis : macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.